Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. File linked to submission name: 3011649314-2026-00649. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a glidewell ht implant failed. Reportedly the patient presented for implant placement on (B)(6) 2026 on tooth positions #28 and 29. On (B)(6) 2026 the patient presented with inflammation, pain, granulation/fibrous tissue around the implant, and abnormal bone loss around the implant. The provider determined that the implants had osseointegration issues and removed the implants. The patient's bone quality was reported as type ii and their oral hygiene as good. No permanent injury reported.